Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a peripheral angioplasty procedure the device was unable to cross the lesion and the shaft kinked. The 99% stenosed target lesion was located in the calcified and moderately tortuous right sfa (superficial femoral artery). The sterling sl mr 4 x 120 x 150 was advanced, but was unable to cross the lesion and kinked. The procedure was completed with a different device. No patient complications were reported and the patient status was good. However, analysis revealed a core wire fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. There was a blood like substance visible in the inflation lumen. The shaft was kinked 26, 26.5, 27, and 27.5 cm from the tip. The core wire was broken 27.5 cm from the tip. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).